Event description:
On (B)(6) 2013, the following information was reported to kci by the physician: at the (B)(6) conference it was reported that a patient with left foot gangrene (first, second, and fifth toes), was removed from v.a.c. Therapy after 10 days allegedly due to confirmed bacterial infection. The patient received antibiotic therapy. Dates not provided. Since the unit's serial number was not provided, kci cannot conduct a device evaluation of the unit. Kci has not been able to obtain sufficient information. No additional information is available.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause.